Event description:
Nurse noticed hives, shortness of breath, etc, after going into a room to retrieve a piece of equipment the doctor had used. Doctor also had worn allegiance latex gloves. Nurse had been bothered by latex before ie; eyes watering, hay fever symptoms etc so nurse stopped wearing latex. On the day of this reaction nurse had no direct contact with latex. Nurse's employer sent nurse to an allergist doctor who diagnosed latex hypersensitivity type 1. He also advised nurse that the nurse could only work in a latex free envirnoment.